Manufacturer narrative:
Submit date: 11/07/2016. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a syringe. The customer states that one of the syringes was contaminated with red liquid and white powder inside the packaging.